Manufacturer narrative:
The reported events of cardiac perforation and high capture threshold were not confirmed. As received, a product was returned in its original packaging box. Visual inspection found the package was unopened and undamaged with plastic seal intact. Additional testing could not be performed due to the as received condition.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. It was found that the lead had perforated the cardiac tissue. The lead was successfully explanted. The patient was stable.

Event description:
New information received notes that the patient experienced discomfort.